Event description:
In 2007, the pt was implanted with a gore tag thoracic endoprosthesis to treat a contained rupture of a thoracic aortic aneurysm. Final angiography revealed no evidence of an endoleak. The pt tolerated the procedure well. In 2008, a reintervention occurred. The pt was implanted with three add'l gore tag thoracic endoprostheses to resolve type 1 endoleaks from both the proximal and the distal aspects of the previously placed tag device. A cerebral spinal catheter was placed at the beginning of the procedure, and removed the following day without complication. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore tag thoracic endoprosthesis instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in pt populations with ruptured aneurysms, or pseudoaneurysms resulting from previous graft placement. The IFU also states that intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for pts experiencing enlarging aneurysms and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture.